Event description:
It was reported that the user experienced a hypoglycemic episode, reaching 39 mg/dl, after announcing a lunch meal while using the ilet bionic pancreas; review of logs indicated the low glucose followed a meal announcement for a hot dog and coleslaw, and education was provided regarding adjusting meal announcements based on carbohydrate content after the initial week of use. Symptoms included hypoglycemia, sleepiness/drowsiness, and nausea. Outcomes included self-treatment with oral glucose and soda, with blood glucose rising to 110 by the end of the call, and counseling to avoid overtreatment while the system delivers corrections as glucose rises. Investigation included review of device data and user coaching. Investigation of this case revealed user-related incorrect meal size announcement contributing to the low glucose. It was concluded that the device functioned as designed and that the event was related to meal announcement behavior. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.